Event description:
It is reported that the surgery occurred in 2008. Surgeon cemented tibial tray into place and opened the articular surface to find there was a screw in the box. He did not know where the screw had to go, so he quickly removed the tibial tray. It was determined that when using with the tibial tray the screw is not needed. As a result, surgery was delayed for 1 hour.

Manufacturer narrative:
Evaluation summary: it was reported that the locking screw was not used while implanting 17mm thick cr articular surface. The surgeon used non-augmentable stemmed tibial plate which is non-stemmable and does not allow for fastening of locking screw. Package insert: states under warnings section that - "17 and 20mm 90prefix cr articular surfaces require a locking screw to fasten the articular surface to the baseplate. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.